Event description:
It is reported that the package was damaged and the plastic sterile tray containing the implant was cracked.

Manufacturer narrative:
This report will be amended when our investigation is complete.